Event description:
It was reported that the procedure was to treat a lesion located in the restenosed, mid femoral artery, that was mildly tortuous and moderately calcified. When trying to advance a non-abbott guide wire through the foxcross 5.0 x 120 mm balloon dilatation catheter guide wire lumen, resistance was felt. During retraction of the guide wire, resistance was also felt; however, the guide wire was able to be removed from the foxcross catheter successfully. The physician further commented that he believes the resistance was due to the coagulation of blood on the guide wire and in the lumen of the catheter. The end result was fine with no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficult to position guide wire and difficult to remove guide wire were not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.